Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed, during the past 12 months. Indicates, that no confirmed complaint trends have been observed, for the event a050401 fluid/blood leak. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported, "ruptured". This record is for the left side. The device has been explanted.